Manufacturer narrative:
The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a diaphyseal tibial fracture surgery, it was observed that the radiolucent drive device made an abnormal sound that came from the connection part of the drill tip. It was further reported that the surgeon tried idling the device outside the body then the device rotated several times but not the drill bit device. According to the report, the abnormal sound started when the device passed through the nail's screw-hole and reached the cortical bone regions. There was no metallic sound generated during drilling. There was a five minute delay in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Serial number: the serial number was documented as unknown in the initial report. The serial number has been updated as (B)(4). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as (B)(4) 2011. The actual device was returned for evaluation. Reliability engineering evaluated the device the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.